Event description:
Info received indicated the left hand siderail would not latch.

Manufacturer narrative:
The hill-rom tech found some liquid (unk) inside which gummed up the latch lever. The tech cleaned the pin, lever and all of the substance out of the lever area to resolve the issue.